Manufacturer narrative:
This report is for unknown screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a screw head broke off postoperatively. No information about patient status. This complaint involves 1 part. Concomitant parts: 1x unk trauma plate, part/lot unknown this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review for 404.818, lot 8870016. Manufacturing location: (B)(4). Manufacturing date: 24.feb.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part #: 404.018.999, lot#: 7537369 (non-sterile) ¿ 3.6mm ti screw blank 18mm 03.5 cortex screw w/2.5mm hex. Quantity 1000. Component parts reviewed: part: 23040 lot: 7445600 (titanium). Raw material received from dynamet incorporated. Product certification received from dynamet meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: monument released to bp 55: 30-dec-2013 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: titanium one-third tubular plate with collar 12 holes/145mm (441.420, lot 2024, quantity 1), 3.5mm titanium cortex screw self-tapping 12mm (404.812, lot 8319350, quantity 1), 3.5mm titanium cortex screw self-tapping 12mm (404.812, lot 8196871, quantity 1), 3.5mm titanium cortex screw self-tapping 12mm (404.812, lot 8496871, quantity 1), 3.5mm titanium cortex screw self-tapping 16mm (404.816, lot 8850060, quantity 1), 3.5mm titanium cortex screw self-tapping 18mm (404.818, lot 8858792, quantity 1), 3.5mm titanium cortex screw self-tapping 18mm (404.818, lot 8708109, quantity 1).

Manufacturer narrative:
The complained broken cortex screw (art.-no.: 404.818 / lot 8870016) has been forwarded to the rms foundation for a material examination. We are now in the receipt of the investigation result. Dimension: the dimensions of the investigated cortex screw were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The thread diameter of the screw was 3.43 mm and the core diameter was 2.4 mm. Material: the yellow anodized screw is made of pure titanium. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implant is in compliance with the international standards for surgical implants made of titanium. Conclusion: based on the topography of the fracture surface, it can be concluded that the cortex screw was subjected to alternating bending loads (two-sided). Constantly alternating bending loads / load cycles (during daily activities of the patient) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screw. The screw could not resist the applied force which finally led to the material overload / fatigue failure. Furthermore, the rubbing / abrasion traces of the screw below the head indicate an unstable osteosyntheses at high loads. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. No evidence of material or manufacturing defects were found. Concomitant devices: there is no indication that any of the listed concomitant devices (plate and screws) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore only a visual inspection on these devices will be performed. The plate and screws shows that the devices are in a used condition without heavy damage. The surface of this implants has wear marks it is not possible to determine where it is coming from. We can only assume, that this can be traced during removal or a possible instability of the fracture situation. Complaint is disposed as confirmed due to evidence that cortex screw is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.